Event description:
Telemetry box became very hot, nearly burning the patient. The nurse was able to discontinue the use of this telemetry box prior to the patient being injured. Through our investigation, we have learned these telemetry boxes have a tendency to become very hot so much they begin to smoke. Dates of use: (B)(6) 2016. Event abated after use stopped or dose reduced: yes.